Manufacturer narrative:
The device was returned with the needle mechanism not deployed. Data was extracted from the device and a drive stall was noted in the end of second prime with a drop in pulse widths indicating a failure to detent the ratchet gear. No damage was seen on the ratchet gear teeth that would contribute to the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.